Manufacturer narrative:
The lot number 6793539 is a lot number the complainant suspects was involved in the incident, complainant is unable to confirm. No patient information was provided in regards to ethnicity, and race. The product was not returned, therefore no evaluation can be conducted.

Event description:
A complainant alleged that upon activating the sonicfill handpiece the tip ejected forcefully hitting another tooth causing it to break. All pieces were recovered and no other injury occurred. The broken tooth required a crown placement. No emergency treatment required and no medication required. It was reported that patient has fully recovered with no other injury.

Manufacturer narrative:
Awareness date was corrected.